Manufacturer narrative:
The associated journey ii bcs oxinium femoral component, journey ii bcs articular insert, journey tibia baseplate and genesis ii oval resurfacing patellar were not revised and are not being returned for evaluation. It was reported that the patient underwent manipulation under anesthesia (mua). The reason for this action was most likely necessary to improve the patients range of motion. The process will break-up the scar tissue, fibrous materials and adhesions that are causing stiffness in the joint, improving the range of motion in the patient. Anesthesia or sedation was most likely used to reduce pain and spasms. An mua is an accepted treatment for certain isolated joint conditions, such as arthrofibrosis of the knee. Therefore, a device analysis was not required. Product details were provided, so our investigation included the manufacturing records and complaint history review. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical analysis could not be performed as requested supporting clinical/medical documents were not provided. Thus, a thorough evaluation could not be performed. Should additional relevant clinical information become available this complaint will be re-assessed. Without the return of the actual product involved or clinical/medical documents, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
Remaining loss of function and limited flexion and extension after tka left. Subject was hospitalised and underwent manipulation under anesthesia.